Event description:
It was reported that a malfunction alarm occurred with a pump, identified as malfunction 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer reverted to multiple daily injections as a backup therapy, while technical support arranged for the pump to be replaced.